Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a repeated non-recoverable error 86 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer power cycled the system, but the error 86 reoccurred. The isi tse found repeated non-recoverable error 86 in the logs pointing to intuitive surgical core power distribution (ipd) and advised the customer to power cycle the vision side cart (vsc). However, the customer stated that the issue persisted after a vsc power cycle. The isi tse had the customer to power cycle the system again, and the error was cleared. The isi field service engineer (fse) later was informed that the surgeon elected to convert to laparoscopic procedure due to ongoing errors. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery. The surgeon added one additional port for the laparoscopic surgery. The patient tolerated the conversion without injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported complaint. The isi fse replaced the intuitive surgical core power distribution (ipd) to resolve the issue. The system was tested and verified as ready for use. The ipd was analyzed and found to have an error 86. The unit was installed and tested on an in-house system 1 and programmed; the system started at normal mode with no errors and failure message. However, during power cycles 10x and it triggered error 1102 pointing to all 4 fans. The assembly remain on the system for 30 mins in normal mode, during idle the assy triggered error 86. The complaint was confirmed based on the field evaluation/failure analysis. .